Manufacturer narrative:
Issue was resolved by routine troubleshooting with customer technical support. No further leaking issues were reported as of (B)(4) 2011. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report that most of their chemistry cartridge (cc) chemistries failed quality control (qc) on a unicel dxc 600i synchron access clinical system. The instrument also generated a "cuvette not dry" error. The customer stated that the reagent syringe is loose and there had been a reagent probe leak with about "4 drops" on the drip tray. The reagent syringe was tightened and the instrument was primed with no leaking observed. No erroneous patient results were generated. No effect to patient or lab personnel was reported in connection with this event.